Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device a service required alarm condition was observed indicating an internal battery failure. The device's power management board was replaced to address the issue. Additionally, the following components, the front and rear enclosure, filter duct, top plate and universal porting block were all found to have physical damage and were replaced to address the issue.